Event description:
An email was received regarding a safeset transpac it w/03 ml reservoir and needleless valve, red stripe tubing, with velcro arm strap, patient mount with list no. 011-46103-90 and lot number 14470103. It was stated in the report that regarding safeset transpac with reservoir & valve ref no. 011-46103-90 lot no. 14470103. The heat-sealed joints have failed on two sets. One of which caused the patient to lose blood over the floor before the rn returned to the patient's room. The patient was a hdu patient, so the registered nurse wasn't in the room when it happened & was with another patient. Another registered nurse noticed the central monitor alarming due to waveform loss & went to investigate. Again, has seemed to be a failure at the joint but this time the patient lost some blood over the floor about 50-100mls. The patient did not require any blood replacement. They didn't notice anything unusual about the set or packaging when they opened them. The packaging was definitely sealed until they opened them. There was patient involvement but no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. The investigation is pending.

Manufacturer narrative:
The reported complaint of device separation was confirmed. No samples or videos were provided. However, an image was provided by the customer showing a pressure tubing separation. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.